Manufacturer narrative:
Device evaluation: evaluation of the software logs confirmed that the software worked as expected. It was noted that the user had difficulty identifying the probe tip within the magnetic resonance imaging (MRI) acquired images.

Event description:
It was reported by a monteris medical clinical specialist that the probe was improperly identified in the treat-insert step due to areas previously biopsied. It was noted that since the tip of the probe was in the biopsy cavity, it was difficult to determine the precise location of the probe tip. The physician was aware of this and felt it was safe to proceed using the deep setting for image acquisition. No patient complications were reported in relation to this event. Subsequent analysis of software logs returned to the company revealed that there was laser damage ~10 mm deeper than the software rendered during the procedure. If additional information is received, a follow up report will be sent.